Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced with a permanent breast implant. The tissue expander has been implanted for more than nine years.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: two openings observed on anterior and posterior side assessed as surgical damage and one opening observed on valve bond edge side assessed as unidentified (tear) opening. Additional observations: wear abrasion observed. Creases were observed. Yellow particles observed inner the surface of the shell. Nick striated observed assessed as surgical tool scratch like.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.